Event description:
Dealer reported that the end user was in his (B)(4) power chair, in a moving vehicle, when it was involved in an automobile accident. End user was allegedly injured due to the accident. Unspecified injury. No further information available at this time.